Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer¿s comment that the programmer cursor was misaligned with the stylus contact point on the touchscreen. Evaluation confirmed that the touch panel was malfunctioning and that the programmer exhibited autonomous cursor movement. It was also noted that the keyboard, right keyboard hinge, and upper hinge plate were broken. An electromagnetic interference (emi) repair was performed, the broken components were replaced, and the hard drive was replaced as a preventive measure. The software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor misaligned with the stylus contact point on the touchscreen. There was no patient involvement.